Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported during testing that the pump had a ripped and bubbled downstream occlusion seal. There was no patient involvement or harm.